Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 37", "pacer disable", defib disabled," "pacer fault 115" and defib fault 80" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.